Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports when using the injector, the ready light does not light up on the powerhead. No reported injury.